Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 false positive flu a result for one symptomatic patient. Unknown if the result was confirmed. Confirmation method(s) not provided.